Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedances measuring 2059 ohms and leading to a lead safety switch. It was also noted a gradual rise in pacing thresholds and instances of loss of capture. Technical services (ts) was consulted, and programming options were recommended. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
Correction to section h, device manufacturers only, field h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedances measuring 2059 ohms and leading to a lead safety switch. It was also noted a gradual rise in pacing thresholds and instances of loss of capture. Technical services (ts) was consulted, and programming options were recommended. No adverse patient effects were reported. This lead remains in service.